Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two segments. On the distal segment, the outer insulation, outer coil and inner insulation were damaged at 26.2 cm from the distal tip as a result of clavicular crush.

Event description:
It was reported that the right atrial lead exhibited noise. Clavicular crush damage was suspected. The lead was explanted and replaced.